Event description:
Pt exhibited erythema, swelling and lumping at injection sites after first treatment with bovine collagen. The physician elected to repeat the skin test on the forearm. The test site turned red within twenty four hours. Physician diagnosed hypersensitivity and prescribed oral zyrtec and oral prednisone.